Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. He had revision surgery 4 months post-surgery. He had another revision surgery in 2 months. The patient experienced surgical revision, chronic pain, abscess formation with I<(>&<)>d, recurrence and IV antibiotics.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced drainage of abdominal fluid collection, drainage of seroma, drainage of abscess, pain, open wound, infection, and scar tissue. Post-operative treatment included wound vac and revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after overlay implant, the patient experienced abdominal fluid collection, infection, fever, chills, seroma, abscess, pain, abdominal distention, nausea, open wound, and scar tissue. Post-operative treatment included draining abscess and seroma, wound vac and revision surgery. Relevant tests/laboratory data b6: (B)(6) 2017: CT of abdomen/pelvis showed mildly complex abdominal wall fluid collection in subcutaneous tissues, likely a resolving hematoma (B)(6) 2017: peritoneal fluid culture from seroma + for staphylococcus species coagulase negative (B)(6) 2017: ultrasound drainage catheter evaluation showed reduction in size of fluid collection (B)(6) 2017: abdominal CT showed large, stable midline ventral subcutaneous abdominal pelvic abscess with some adjacent changes of cellulitis. Abdominal cavity gram stain showed few gram + cocci in pairs, rare white blood cells, moderate growth of mixed gram positive organisms. Labs abnormal for wbc 14.04, sodium 135, glucose 118, albumin 3.3.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.